Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 460 mg/dl and the ketone level was large. The customer went to the emergency room (ER) and was treated with intravenous fluids. The ketone level was considered as being dangerous. After 11 hours, the customer left the ER with a bg level in the 100s mg/dl and was stable. The customer thought that the high bg was due to an infected infusion set site; however, reported that it was not an official diagnosis. As the event had occurred in the past, tandem technical support was unable to troubleshoot.